Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on a stored egm was observed via a merlin at home transmission. The patient was asymptomatic. Programming changes were recommended.